Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
Patient with a previous tha dislocated. Constrained liner dissociated from acetabular shell. A new constrained liner and head were implanted.